Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is on or prior to (B)(6) 2023. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown, as the lot number was not provided. Other (81: the device was not returned for evaluation and the lot for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that the tip of a platinum cartridge recently came off. It is unknown if the product had patient contact. The patient outcome was not provided. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 7, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint cartridge was received inside of an open sterilization pouch. Additional information was written on the pouch. Visual inspection under magnification revealed that the complaint cartridge was received with the cartridge tip cracked, in a way consistent with a cartridge that was pierced by the plunger rod. Viscoelastic residue was only identified in a portion of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the observed/complaint issue. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the component code "4755 - part/component/sub-assembly term not applicable" was inadvertently entered in the initial MDR report which it should not have as it would not apply. The information has been corrected in this supplemental MDR report. Additional information: additional information received indicated the lot of the device was ck19088; therefore, the following information were updated accordingly: section d4: lot number: ck19088. Section d4: expiration date: aug 11, 2023. Section d4: UDI number: (B)(4). Section h4: device manufacture date: aug 11, 2022. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.